Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:47:03. During night drain cycle nine, the patient's ultrafiltration reading was 73ml, indicating the home patient (hp) drained 73ml more than their maximum programmed fill volume of 120ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected and an inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer¿s guide provides a warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.